Event description:
It was reported that the asymptomatic patient presented for follow-up. High, out of range pacing lead impedance and complete loss of capture were observed. A loose set screw was noted and was tightened. Patient was fine post-procedure.

Manufacturer narrative:
(B)(4).